Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The battery used was not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed a critical error. This critical error occurs when the battery level is critically low and will cause the device to prompt unit failed and shut down. Prior to the critical error are evidence of software timeout. The next recorded entry is three days later. This indicates the unit has been stuck in a timeout error which eventually led to a low battery state. Analysis of reports of this type has not identified an increase in trend.